Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 109 mg/dl. During troubleshooting, the malfunction alarm was cleared and the customer was able to resume insulin delivery. The customer would continue to use the pump for insulin therapy.